Manufacturer narrative:
All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Customer reported results did not include direct data comparisons. There is insufficient information to determine the cause of customer's test result discrepancy. As of 06/09/2010, 20 discrepant result complaints were reported for lot #220375 (strip code wf1s8) yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.

Event description:
Caller reports poor precision. Results as follows: inratio: 3.0, 1.6. Results were taken one day apart.